Manufacturer narrative:
One titanium hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of titanium hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. The root cause for this complaint could not be determined. No immediate corrections are required at this time. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Patient identifier not provided. Age and date of birth not provided. Gender not provided. Weight not provided. Lot number not provided. Title, first and last name not provided.

Event description:
Doctor indicated that the uniht screw fracture on bar for overdenture.